Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon was clipping the cystic duct the clips would not form properly. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Fa28mar2011 was issued for falsely elevated reactive rates and decreased specificity for prism hiv o plus, list 3d34-48, lot 94737hn00. The investigation has determined that the us-distributed product, list 3l68-68, is not affected by this issue and is not within the scope of this action. The causative agent was determined to be a specific lot of antigen used to manufacture the p41 probe used in this lot of prism hiv o plus, list 3d34-48 reagent. This manufacturing issue affected non-us product only, as this antigen is not used in the us-distributed product. Evaluation: us product not affected by this issue. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. In addition, the lubricant inside the handles was found to be more viscous than usual. It could not be determined what may have caused the found the finding. Both the lubricant viscosity and broken lock out mechanism are not related to the reported malformed clips issue. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.